Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse installed a sterile adapter on arm 4 and was able to reproduce the reported problem. The fse noticed 1 presence pin was broken off the universal surgical manipulator (usm) causing the engagement issue on arm 4. The fse replaced psm 4 and the system was tested and verified as ready for use. Isi received the psm involved with this complaint and failure analysis (fa) has completed the product evaluation. Fa was able to reproduce/confirm the reported complaint. The unit was tested on an in-house system and failed the normal mode but passed other functional tests. During visual inspection, the instrument presence pin was found to be broken. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed errors 31009 and 31010 in the logs, pointing to the sterile adaptor sensor missing. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being aborted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, while attempting to install the camera, the arm had a yellow spinning arrow icon. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked if the caller could remove and reinstall the camera, but the customer already completed that step. The tse asked the customer to remove the sterile adapter and confirm all four presence pins were protruding out the same distance from the arm. The customer said they were and reinstalled the sterile adapter and camera with no change. The tse walked the caller through a hard power cycle of the vision side cart (vsc) and emergency power off (epo) of the patient side cart (psc), but the issue persisted. The customer installed a new camera and the issue remained. The tse received error logs and found errors 31009 and 31010 indicating a sterile adapter sensor missing. The tse asked if redraping the psc was an option and the caller stated they had re-draped prior to calling. At that point someone stated that they were aborting the case and the call ended. The procedure was aborted post-anesthesia and following port placement. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to contact the customer for additional information. However, as of the date of this report, no further details have been obtained.